Event description:
It was reported that balloon rupture occurred. The patient undergo percutaneous transluminal angioplasty and the vascular stenosed target lesion was located in common iliac artery. A 4.0mm x 30mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure at nominal pressure, the balloon burst. The procedure was completed with mustang balloon catheter and the vascular stenosis was successfully alleviated. There were no patient complications reported, and the patient condition was good post-procedure. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and moderately calcified. The device was inflated once and ruptured at 10 atmospheres for 30 seconds. After which, the device was pulled out.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported ,that balloon rupture occurred. The patient undergo percutaneous transluminal angioplasty, and the vascular stenosed target lesion was located in common iliac artery. A 4.0mm x 30mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure at nominal pressure, the balloon burst. The procedure was completed with mustang balloon catheter. And the vascular stenosis was successfully alleviated. There were no patient complications reported. And the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and is approximately 27mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient undergo percutaneous transluminal angioplasty and the vascular stenosed target lesion was located in common iliac artery. A 4.0mm x 30mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure at nominal pressure, the balloon burst. The procedure was completed with mustang balloon catheter and the vascular stenosis was successfully alleviated. There were no patient complications reported, and the patient condition was good post-procedure. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and moderately calcified. The device was inflated once and ruptured at 10 atmospheres for 30 seconds. After which, the device was pulled out.